Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative phoned in to inquire about possible programming options after a patient was admitted to the hospital intensive care unit (ICU) and intubated following collapse and cardiac arrest at home. Review of patient's implantable cardioverter defibrillator (ICD) interrogation shows shorter episodes of ventricular tachycardia (vt) with variable interval lengths, a change in morphology during the arrhythmia and evidence of the ICD double counting. The right ventricular (rv) lead exhibited t-wave oversensing (twos) with some possible undersensing. Programming options were presented and the physician chose to not make any programming changes at this time. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.